Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), male patient who was receiving lioresal 2000mcg/ml at 1140 mcg/day (lot number unknown) via an implantable pump for intractable spasticity and cerebral palsy. On (B)(6) 2015, the physician was unable to aspirate the catheter via the catheter access port (cap). On (B)(6) 2015, the patient was taken to surgery and a complete fracture was visible. Patient symptoms were not reported and the cause of the event was unknown. The device system was replaced and the event resolved. The patient's status was reported as "alive- no injury." Additional information has been requested regarding the drug information and the cause of the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.